Event description:
It was reported, the pt is not receiving effective stimulation. Reprogramming failed to resolve the issue. The pt indicates they are now without stimulation. The pt has undergone surgeries for a condition unrelated to her scs system and has developed an infection. Surgical intervention will be taken once the infection has resolved to address the pt's lack of stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.